Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient returned to the surgeon with an infection at the site of the product location. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4)